Manufacturer narrative:
Device evaluated by MFR? Device return and evaluation is not needed as the root cause has been established as related to the procedure.

Event description:
Vns explanted due to wound infection after surgery. Post operatively there was drainage from wound and this continued for several weeks. He was started on antibiotics but continued to have drainage daily from incision. There was erythema and induration around neck wound. He will complete antibiotic treatment and will plan for vns placement to follow. Both generator and lead were reviewed and both devices were confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement.